Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date, four (4) contact fusion cage holder with compression insert were noted to be bent and have missing springs. The issue was discovered in the medical device reprocessing department (mdrd). There was no procedure and patient involvement. This report is for one (1) contact fusion cage holder. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: concomitant medical products a device history record (DHR) review was conducted: part: 389.024, lot: l869283, manufacturing site: hägendorf release to warehouse date: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: upon visual inspection nothing is bent from the device instead the following components are missing from the device: sleeve, compression spring, threaded shaft, adjustment screw the balance of the device is in fair condition. Document/specification review: the relevant drawing(s) was reviewed: no design or manufacturing defect or deficiency was observed during the investigation. From the drawings in can be seen that the components are needed for the device to function as intended and therefore a conclusive determination has been reached. A manufacturing record evaluation was performed for the returned instrument¿s lot number, no ncrs and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Conclusion: a definitive root cause for this complaint could not be determined. It is most likely that disassembly of the device for sterile processing and misplacing of the components contributed to this complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.